Manufacturer narrative:
Investigation ¿ evaluation as reported, during treatment of postpartum hemorrhage (pph) secondary to uterine atony, a pinhole leak was identified in 'cook bakri postpartum balloon with rapid instillation components'. The patient lost 600 ml of blood during a cesarean section. The balloon was placed abdominally and inflated with saline. As reported by the user, fluid leak was observed during infusion and upon removal, the pinhole leak was identified in the balloon material. The patient's bleeding decreased at this point. The procedure was successfully completed using a "new" hemostatic method to achieve hemostasis. Reportedly, the patient lost a total of 650 ml blood and did not require a blood transfusion. A section of the balloon did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), as well as a visual examination and functional testing of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label. Functional testing was conducted, and a leak was observed. A visual examination noted a small cut mark in the balloon material at the leakage site. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The balloon appeared to have been damaged by another device of unknown origin. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A5: ethnicity = chinese e1: phone number = (B)(6) h3: device evaluated by mfg = device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during treatment of postpartum hemorrhage (pph) secondary to uterine atony, a pinhole leak was identified in 'cook bakri postpartum balloon with rapid instillation components'. The patient lost 600 ml of blood during a cesarean section. The balloon was placed abdominally and inflated with saline. As reported by the user, fluid leak was observed during infusion and upon removal, the pinhole leak was identified in the balloon material. The patient's bleeding decreased at this point. The procedure was successfully completed using a "new" hemostatic method to achieve hemostasis. Reportedly, the patient lost a total of 650 ml blood and did not require a blood transfusion. A section of the balloon did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.